Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. During lens implantation, the haptic twisted. Intervention was performed in order to enlarge the incision and remove the lens. Another intraocular lens was implanted successfully. Reference MDR # 2031924-2011-00020.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to bausch + lomb and subjected to visual inspection. Results revealed a bent haptic loop and two tears on the edge of the trailing haptic plate. The condition of lens is consistent with lenses that were removed from the eyes. Due to the torn condition of the lens dimensional measurements could not be performed. Three retain samples from lot # 019477 were inspected dimensionally and all measurements were within specifications. The device was not returned to bausch + lomb.